Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. It was also reported that a cartridge did not fit onto the pump. The customer's blood glucose level was 151 mg/dl. Tandem technical support instructed the customer to load a new cartridge, however the customer declined and attempted to reuse a previous cartridge. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.